Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4)

Event description:
This ICD and the associated rv lead were explanted. Two days after implant, the patient received inappropriate shocks due to noise on the rv channel. Rv lead impedance at implant was 460 and impedance now is 1300. It was advised that the patient get an x-ray to look for a conductor fracture and possible loose set screw. This ICD and the associated lead were explanted and it is believed that rv lead may have "perf'd".